Event description:
It was reported that the patient has had severe issues with freezing when initiating steps and has fallen four times in the past week. The etiology was possibly related to the device or therapy. No actions taken. The issue was ongoing. Additional information was received reporting that the patient fell 6 times in the week after previous dbs adjustment. They ended up getting a rolling walker, which was new for them. Since using the walker, there have been fewer falls. They scraped their left hand and right elbow. Most recently, they had 2 falls in the past 3 days (not using the walker at the time). Gait continued to be problematic, with frequent destination and gait freezing throughout the day. The patient has trouble turning, picking up feet, and getting out of their favorite sofa. When they are physically tired or stressed, they tend to festinate more. They feel unsteady going up/down stairs. The ins was reprogrammed to group c at 90 hz on -2024-feb-06. The issue was ongoing. The patient fell backwards while going upstairs last tuesday night (2024-may-28) and suffered a burst fracture of vertebra l-1. The patient was prescribed a "turtle shell" body brace for 8 weeks. The fall was due to the patient's momentum stalling as they walked up stairs, hands not on rail, and fal ling backwards. The etiology was possibly related to the device or therapy. The event also resulted in hospitalization. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.